Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product summary event: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. With a few intermittent exceptions, max. R-wave amplitude remains below 5mv; for the last 14 days r-wave amplitude has averaged 1.45mv.

Event description:
It was reported that the r-wave sensing has dramatically decreased on the right ventricular (rv). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.